Event description:
Pediatric rapid response team was called on pt for increased work of breathing. Oxygen bubbler was found to not be punctured, although the plastic pieces were broken off appropriately and oxygen was connected appropriately. Bubbler was discarded and a new one was prepared/hooked up to the pt.